Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did back to back tests, using separate finger sticks and two separate test strips, and rec'd results of 400 and 120 mg/dl. In response to symptom inquiry, the rptr stated that he felt unbalanced. No control testing was done due to unavailability of supplies.